Event description:
Reporter indicated patient referred to surgery for "high impedance" by "treating physician". System diagnostics test ran during the or procedure indicated proper device functioning. No lead discontinuities noted during procedure. Surgeon closed patient and device remained implanted. Further follow-up by manufacturer indicated "when the surgeon got into the neck, the part of the lead had scared to the jugular, so they had to dissect that off. Then, when he did get to the nerve, he didn't think there was room to put the new electrodes above the previous electrodes so he cleaned off the electrodes a little and closed her up". Follow-up with treating physician indicated the patient presented approximately 7 months later with increased seizures and stimulation not perceived. Systems diagnostics test resulted in high lead impedance, indicating a possible lead malfunction.

Manufacturer narrative:
Chest x-ray reviewed by manufacturer. No anomalies seen by manufacturer upon review of x-rays.

Manufacturer narrative:
This information was inadvertently left off of the initial MFR report.

Event description:
It was reported when a normal mode diagnostic test was run, the patient could really feel the tingling in her neck and it was very uncomfortable for her.